Event description:
Leakage occurred between the luer lock and the body of the reservoir. It was reported that reservoir was broken in this area. Customer had high blood glucose levles for a 10 hour period before leak was observed. Customer then changed reservoir and recovered quickly. Affiliate stated that reservoir was certainly damaged when pt opened package, but he did not notice it. Pump had not been dropped or bumped.